Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed at this time.

Event description:
Update 11/20/2015- pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicate the patient was revised for infection, loose stem, pain, and discomfort on (B)(6) 2013. All implants were removed and spacers were placed. The patient was reimplanted with competitor products on (B)(6) 2013. Infection isn't alleged in the litigation at this time. No part/lot has been provided. An unknown stem is being added to complaint, but not reported at this time. The complaint was updated on: 12/8/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/22/2015- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain. Medical records and revision surgical report noted infection, loose stem, pain, discomfort and inflammation. Apex hole eliminator is added to the complaint for infection but not reported at this time. There were no metal ion lab results within the medical records. Part/lot updated. The complaint was updated on: jan 13, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal debris, pain, and instability.